Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was verified and attributed to the monitor board. The monitor board was replaced to remedy the report. The device was recertified and returned to the customer. The monitor board was sent to zoll medical corporation for further testing and the customer's report was verified and attributed to a faulty integrated circuit. The monitor board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is not existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.